Event description:
No burns, but the surgeon got twice an electrical shock. The surgeon was coagulating the bleeding vessels by pencil to forceps method. The pencil in the right hand of the o.r. Nurse and the forceps in the left hand of the surgeon. Surgery was for "correction of the belly".